Event description:
During crush injury call, we had two equipment failures for mat tourniquets. First device was placed around left proximal femur. During the process of tightening the tourniquet with the key, the device began to slip freely as if it was stripped on the rachet. We attempted to release the device to turn the key again, but the release tab was stuck and would not actuate. Strap was cut due to inadequate pressure to site and equipment malfunction with the ability to release remaining tension. A second mat tourniquet device was applied to the same site. While in the process of turning key to tension strap, the proximal end of the strap which was attached to the unit separated completely and was inoperable.